Event description:
Pt called lfs in 2002 alleging that their meter was giving inaccurate low readings. Pt had symtpoms of blurry vision, and sweating. Pt got readings of 33 mg/dl and 51 mg/dl. Pt was advised to go to the emergency room by their dr due to low readings. Less than 10 minutes after the readings on their meter, the hosp meter read 385 mg/dl. "Pt refused insulin due to after effects." The test strips were in good condition. Pt cleans the meter incorrectly (method/technique unknown). Certain inaccurate methods of cleaning the meter could result in low readings, however in this case co does not have a description of the inaccurate method, therefore this case is being reported. No further info has been reported. Attempted unsuccessfully to contact the customer to obtain more info.